Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation, and the patient experienced cardiac tamponade that required drainage. In procedure, using a thermocool smarttouch sf, cardiac tamponade was confirmed via ultrasonography. Pericardial drainage was performed. Patient fully recovered and did not require extended hospitalization. The physician¿s opinion on the relationship between the event and the product was that there was no causal relationship with the product. During electrophysiology study (eps), it was thought that cardiac tamponade had occurred while operating the his-right ventricle (rv) catheter. There was no error message observed on biosense webster equipment during the procedure. Ablation was performed prior to noting the pericardial effusion. There was no evidence of steam pop.

Manufacturer narrative:
On 10-feb-2025, the investigation details have been updated which included performing a manufacturing record evaluation (mre). A manufacturing record evaluation was performed for the finished device number lot 31459782l, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).